Event description:
Procedure type: according to the reporter: after firing the device during the procedure, it would not open or release from tissue. The device was disassembled by removing the pin. After that they were able to pull the instrument off tissue. When the instrument was removed, it tore tissue and the tissue had to be sutured. No significant delay in operating room time. No significant bleeding. No pt injury was reported.

Manufacturer narrative:
(B)(4).